Event description:
It was reported that at a follow-up appointment, the physician noted high, out-of-range pacing impedance measurements (>2000 ohms) from both the right atrial (ra) and right ventricular (rv) leads. Additionally, there was over-sensed noise and increased capture threshold measurements. It was suspected that the ra and lv leads were fractured due to a potential subclavian crush. A complete system revision procedure is anticipated to resolve the event, but has not yet occurred. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that at a follow-up appointment, the physician noted high, out-of-range pacing impedance measurements (>2000 ohms) from both the right atrial (ra) and right ventricular (rv) leads. Additionally, there was over-sensed noise and increased capture threshold measurements. It was suspected that the ra and lv leads were fractured due to a potential subclavian crush. A complete system revision procedure is anticipated to resolve the event, but has not yet occurred. At this time, the system remains implanted and no adverse patient effects were reported. It was stated that the patient transferred to a new healthcare facility and no further details were available. Should any new information be provided in the future regarding the event resolution, an updated report will be provided.